Manufacturer narrative:
Corrected section: method and conclusion codes.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular stenosis/regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth cannot be determined at this time.  The root cause of this event cannot be determined with the available information. However, there is no information suggesting there was any device malfunction and/or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the implant patient registry that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of two (2) years, nine (9) months due to pannus and severe aortic stenosis. The explanted valve was replaced with a 19mm 8300ab aortic valve. Per the medical records, it was learned that a 26mm 5200 mitral ring was also explanted after an implant duration of  two (2) years, nine (9) months due pannus, mitral stenosis and mitral insufficiency during the same procedure. An mvr was performed with a 27mm 7300tfx mitral valve. The patient was weaned off bypass with good hemostasis. The patient tolerated the procedure well and was transferred to the ICU. Echo showed no perivalvular leak on either valves. Postoperatively, the patient started to wake up toward the following morning. The plan was to extubate the patient after dialysis. However, while dialyzing, the patient had a full cardiac arrest. Chest compressions were started and lasted approximately 7 to 8 minutes. However, the patient never regained consciousness like she had before. She required some pressor agents. The patient started to have melenic stools and became acidotic with concerns of ischemic bowel. Gi was consulted and they did not feel anything could be done at that point. The patient required more pressor agents, levophed, dopamine, and amiodarone. On pod #3, the patient was severely acidotic. Echocardiogram showed global hypokinesis of her heart. The patient arrested and was brought back. Ultimately, the patient expired. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.